Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During a follow up call on (B)(6) 2011, (B)(4) received information from the patient that there may have been a bad connection during setup. They were not sure what caused the bad connection. The patient stated that they had been able to resume therapy after starting over with new supplies. There was no reported injury or medical intervention.